Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose during workouts while using the ilet device and was advised to consult a healthcare provider for exercise use and to consider disconnecting during workouts to reduce lows. Symptoms included hypoglycemia. Outcomes included user-administered oral glucose and education on device use during exercise. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of hypoglycemia during exercise was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.